Event description:
It was reported that the nicu nurse states rewarming was complete in arctic sun device, but patient was still only 36c.patient temperature was 36c, target temperature was 36.5c, water temperature was 40c, flow rate was 0.8lpm, no secondary core but axillary was correlating, rewarm tab swapped to read controlling. Explained that the time for the rewarm has elapsed, however the device was still making water at the warmest temperature possible and will do so until the patient reaches target. Advised nurse to keep a close eye on the skin. The nurse states that water temperature exceeded 42c during therapy. Advised bd representative to obtain a data download for the therapy as water temperature should not exceed 40c (other than a small amount due to electrical resistance).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.UDI format updated with available product information per gudid.h11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.